Event description:
The contact at the hospital reported that during treatment of an unruptured giant basilar tip aneurysm and normal vessel with the enterprise stent (enc452800/lot # unknown) the stent could not be placed accurately during deployment. The stent was not implanted at an acute angle, and during (not yet at detachment zone) deployment, the stent ¿jumped back¿ 10mm beyond the aneurysm neck. The stent was implanted in the basilar artery (ba) ¿ left posterior cerebral artery (pca) junction with good wall apposition. There was no vessel stenosis. At initial contact the product was not available for return. It is unknown how the procedure was continued. Three static x-ray images with and without contrast were provided. The stent delivery system and stent distal markers are visible in both the contrast and non-contrast images. The contrast image provides visualization of the target aneurysm and parent vessels. The stent is visible after deployment in the described basilar ¿ posterior communicating artery location, distal to the neck of the aneurysm. No conclusion can be drawn regarding the contributing factors of the reported complaint.

Manufacturer narrative:
(B)(6). The product remains implanted, and will not be returned for analysis. Additional information will be submitted within 30 days of receipt. (B)(4).

Manufacturer narrative:
Additional information not provided in initial report: a medical review was performed: three static x-ray images with and without contrast were provided. The stent delivery system and stent distal markers are visible in both the contrast and non-contrast images. The contrast image provides visualization of the target aneurysm and parent vessels. The stent is visible after deployment in the described basilar ¿ posterior communicating artery location, distal to the neck of the aneurysm. Review of the device history records cannot be performed because the lot number was not provided. No conclusion can be drawn regarding the contributing factors of the reported complaint, therefore no corrective actions are taken at this time.

Manufacturer narrative:
Additional conclusions:inaccurate placement is a known potential product malfunction for the enterprise stent and is listed in the IFU as such. Several cautions are listed regarding deployment and handling of the delivery system to assist in accurate placement. All products are 100% inspected prior to leaving the manufacturing facility and there is no evidence of a manufacturing related issue. Review of the available information does not allow for an accurate root cause for the reported issue; however, procedural and handling issues may have contributed to the inaccurate placement.